Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy effluent. On the same day, the pt was hospitalized for the event. The cause of the peritonitis was unknown. On an unreported date, the pt was treated with alfacef and medfurin (1 gram, frequency and route not reported), for peritonitis. On an unreported date, the pt had not respond to treatment. Thirteen days after the onset of peritonitis, the pd catheter was removed and pd therapy was discontinued. The pt was not recovered from the peritonitis event. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4): the device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.